Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils misfired, had to be pulled out and replaced". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), lymphoedema ("lower extremity lymphedema"), swelling ("full body swelling") and pelvic pain ("severe pain on left side"). At the time of the report, the pelvic inflammatory disease, lymphoedema, swelling and pelvic pain outcome was unknown. The reporter considered lymphoedema, pelvic inflammatory disease, pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: device issue, lymphoedema, pain, pelvic inflammatory disease and swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Event of 'pelvic inflammation' upgraded to medically significant from non serious. Case upgraded from non-serious to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.